Event description:
Allegations of pain and disorders due to rupture of implants, hardness and painfulness of the breast to touch, shooting pain were implants ruptured, joint pain, fatigue, difficulty sleeping, limitations of motion, limitations of strength, rashes, kidney problems, and incontinence.